Event description:
Baxter (B)(4) received a report that a patient control module watch had no flow during patient use. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, however, there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one pcm sample for evaluation. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing or the bladder that could have caused the reported condition. A functional test was attempted on the unit, but flow was not readily observed. The unit was disassembled and it was noted that the root cause was determined to be a defect of the silicone tubing material under high stress. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.